Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer does not work properly, however, it was noted that there was a small deviation between the stylus and the cursor on the display screen. It was also noted that the left latch cord bay was broken, media baydoor was missing, both pins from the slot were broken, lower hinge (support) plate was broken/cracked, left and right hinge keyboard hinge were broken, cut in the cable from the stylus and the overall shielding was visible (stylus was working correctly), anti-slip layer from the radiofrequency (rf) head was worn out, and the manufacturer logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not work properly. The status of the programmer is unknown. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned and subsequently tested out of specification during manufacturer's analysis.